Event description:
It was reported that a pump alarms for a downstream occlusion. It was also reported that there was no patient injury. No additional information was provided.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter's device evaluation is in progress. When complete, a supplemental report will be submitted.